Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed insufficient vacuum causing the autogloss overflow at the cap piercer. Fse flushed air and then bleach through the vacuum tubing and the flow was restored and issue was resolved. (B)(4).

Event description:
The customer reported the unicel dxc 600i access clinical synchron system had autogloss overflow at the cap piercer. The leak was contained to the instrument. Customer stated there were no erroneous results generated. No exposure reported. Customer was wearing ppe including lab coat, eyewear, and gloves.